Manufacturer narrative:
The device has been requested but the customer has not responded. The file will be updated as more information is collected. The investigation is ongoing.

Event description:
A user facility reported a burn to the patient's hand during a fraxel treatment. It is reported that this burn occurred at the lowest setting. Attempts to acquiring more information has not been answered. The case will be updated if more information becomes available.

Manufacturer narrative:
Field service performed functional/preventative maintenance service of the fraxel dual. Evaluation and testing of the system found no issues and the system performed in accordance with specifications. A review of the manufacturing records showed all requirements were met. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, burns and blisters are a known possible complication after fraxel treatment. No corrective action is required.